Manufacturer narrative:
Device evaluation: the evo-25-30-10-c device of lot number c2218708 involved in this complaint was returned for evaluation, with its opened original packaging. With the information provided, a physical examination and document-based investigation was conducted. The device related to this occurrence underwent a laboratory evaluation on the 21 august 2025. The returned device lab examination findings and observations can be referred through attached photos. On evaluation of the device, the following was observed: visual inspection: red safety tab not returned. Directional button in the deploy position. Safety wire returned in place. Red shuttle is before the ponr. Severe kink of the introducer observed just below the handle. Polyimide is kinked proximal to the white tip. Stent is returned within the introducer. Functional inspection: handle actuating with resistance. Safety wire removed with slight resistance stent deployed, stent examined, and no issue observed. The reported failure was observed. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Historical data review: the review of the relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label review: it should be noted that the instructions for use (ifu0052) states the following: ¿if package is opened or damaged when received, do not use. Visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would inhibit proper working condition, do not use. Please notify cook for return authorization.¿ there is no evidence to suggest that the customer did not follow the instructions for use. Image review an image was not returned for evaluation. Root cause analysis a definitive root cause could not be determined. A possible root cause can be attributed to difficulty patient anatomy. It is possible that attempts to advance the device through a tight stricture may have led to the inner catheter kinking, as observed in the lab evaluation. From the information provided, it is known that the user experienced difficulty passing the device through the obstructed area. The outer sheath was observed to be kinked below the handle during the lab evaluation, this likely occurred during returns transportation as the customer answered that no other defects were observed prior to returning the device. From the additional questions, the customer answered that the elevator was 'closed' during attempted deployment however this is thought to be a typo as a colonoscope doesn't have an elevator. Confirmation of complaint: complaint is confirmed based on visual and/or functional inspection. Confirmed quantity of 01 x used device. Corrective action/correction complaints of this nature will continue to be monitored for similar events. Summary of investigation according to the initial reporter, the user had difficulty advancing the white tip of the evo-25-30-10-c device past the obstructed area. The user retracted the device and found that the delivery system distal end was deformed. The patient did not experience any adverse effects due to this occurrence. The procedure was completed using another device.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 17-sep-2025.

Event description:
User advanced the device through endoscope working channel reached sigmoid colon obstruction , but the distal end white protecter has difficulty to pass the obstruction area, user retracted the device from patient and found out the delivery system distal end deformed. User changed to another one to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. 1. What was the position of the elevator? Was it opened or closed? Close 2. Did any part of the stent contact the patient¿s anatomy when the complaint occurred? Not reached the target area 3. Did the patient exhibit difficult anatomy (n/a, tortuous, altered)? No. 4. If altered please indicate the procedure type (e.g., choledochojejunostomy) 5. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? No. 6. If yes, please specify what was observed and where on the device it was observed. N/a 7. Was the product inspected for kinks or damage before use? Yes 8. Was resistance felt during insertion into patient? If yes, at what point? No.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.